Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform the functional testing including displacement, occlusion, prime and no delivery test due to motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 363mg/dl, treated with manual injection. The customer also mentioned the pump alarmed motor error during prime delivery. The pump passed the displacement test. The customer agreed to return pump for analysis.